Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip introducer tear. It was reported that during preparation of the mitraclip delivery system (cds), when the technician was placing the clip into the clip introducer, the clip went over the clip introducer and during retraction of the clip, a tear in the clip introducer was noted. The device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported torn clip introducer was due to the retraction issue of the clip introducer. The retraction issue was due to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.